Manufacturer narrative:
The product used was either spinbrush "proclean" powered toothbrush soft 66878 00078 or spinbrush "proclean" powered toothbrush medium 66878 00079.

Event description:
Consumer reports toothbrush neck cracked. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.